Event description:
The customer reported to olympus, the image from the video scope disappeared at an angle after a diagnostic procedure (observation). The device was returned, and an inspection revealed, the coating of the image guide (ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. Additionally, it was noted, the water tightness was not maintained due to holes in the insertion tube. The bending angle is insufficient due to the elongation of the angle wire. There were wrinkles on the insertion tube. Liquid leakage was observed in the battery and card slot. Scratches were found on camera, camera monitor, operation part and the grip. Water tightness is not maintained due to holes in the bending section cover and the adhesive was missing. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.